Manufacturer narrative:
Exemption number: e2015015.

Event description:
The clinician reported that on the day the implant was placed in ada site 24 in the mouth, primary stability was not achieved. Another implant was not placed successfully on the same day. The site was not grafted. The product will be forwarded to the manufacturer for investigation. There were no reported complications.

Manufacturer narrative:
Exemption number: e2015015. After the evaluation was noticed that the item received is different from the item reported. Therefore, the lot number was not considered. Considering the surgical methodology, it was seen that the dentist has selected an implant design which is not recommended for the patient's bone quality.

Event description:
The clinician reported that on the day the implant was placed in (B)(6) site 24 in the mouth, primary stability was not achieved. Another implant was not placed successfully on the same day. The site was not grafted. The product will be forwarded to the manufacturer for investigation. There were no reported complications. (B)(4)